Event description:
After patient discharged home we received call because plastic piece of IV catheter was left in patient with gauze and tape over it. Patient's mother removed catheter herself. Patient's rn denies leaving catheter in place. She stated other nurses have had some complications with IV catheters, complaining of it shearing and having difficulty advancing the catheter.